Event description:
Healthcare professional (hcp) reported that a patient was injected twice in ck4 with juvéderm® voluma¿ with lidocaine and in jw1, jw2 with juvéderm® volux¿. Patient came to have a lip treatment and told hcp that has not done anything again in the mandibular area where treatments used to be performed because patient "detected some nodules and went to the doctor worried, and that never thought it was hyaluronic acid because since they appeared patient doesn't know since when, and the treatment had already passed a long time, almost a year or more." The patient also reports that in the last year has had many respiratory infections and sinusitis (not device related), and that they were treated with antibiotics. Ultrasound noted pseudocystic/granulomatous. Symptom information not provided. This record relates to first injection with juvéderm® voluma¿ with lidocaine. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.